Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure where the ipg was replaced and the implant position was changed. There were not reported issues postoperatively. The device will not be returned as it was discarded by the medical facility.